Event description:
A distributor contacted zoll to report that a patient's pre-existing condition was exacerbated by the lifevest equipment. Patient has atopic dermatitis. Patient described the area as itchy. There was no alleged device malfunction contributing to the irritation. The patient¿s physician recommended patient discontinue usage of the lv. Outcome of the irritation is unknown.

Manufacturer narrative:
Not applicable.